Manufacturer narrative:
Initial reporter facility name: (B)(6). Hospital. Initial reporter phone no: (B)(6). The actual device was not available; however, three pictures of the sample were provided for evaluation. The visual inspection of one of the pictures observed a cracked header cap. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the cap of one unit of polyflux 14l during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.